Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade iii (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel, breast implants and was presented with bilateral capsular contracture; baker grade iii postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2020 with catalog number 3505320bc; serial number (B)(4) on the left side, and with catalog number 3505320bc; serial number (B)(4) on the right side. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) /2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).